Manufacturer narrative:
Results: a sample was not returned for evaluation. The supplied photo did not show the defect. No device history review is required as this is a confirmed complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. As tubing leakages are a confirmed complaint actions were taken. Refer to CAPA (B)(4).

Event description:
It was reported that 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter leaked after the tubes were withdrawn. The leaking occurred at the end of the tubing just before entering the tube placement. There was no report of injury or medical intervention.